Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor rotation of the cutter resulted in inadequate cutting performance; the cut quality was unacceptable, and the cutter was deemed unusable during surgery. The procedure type was unknown. The surgery was successfully completed on same day by replacing with new cutter and was used without any problems. There was no patient impact.